Manufacturer narrative:
A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was experiencing pain at the ipg site. The patient was prescribed oxycodone and opana for the pain. A good faith effort was made to follow up with the patient but the attempts were unsuccessful.

Event description:
A report was received that a patient was experiencing pain at the ipg site. The patient was prescribed oxycodone and opana for the pain. A good faith effort was made to follow up with the patient but the attempts were unsuccessful.